Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73m1500130 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The product package was found to be damaged during inspection. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The device was received with its original packaging. The lidstock has been opened. However, a visual examination was performed on the adhesive application. One small gap can be seen on the top left corner of the packaging seal with the lidstock side down. Reference files (B)(4) for investigation photos. CAPA, (B)(4), was initiated to investigate similar complaints (package not sealed) and corrective actions in apr-2016. CAPA (B)(4) will also investigate this complaint issue since the two appear to be related. The reported complaint of damaged packaging was confirmed based upon the returned sample. The visistat packaging was received opened. However, visual examination of the adhesive application confirmed a small gap in the seal. CAPA, (B)(4), was initiated to investigate similar complaints (package not sealed) and corrective actions in apr-2016. CAPA (B)(4) will also investigate this complaint issue since the two appear to be related.

Event description:
The product package was found to be damaged during inspection. There was no patient involvement.